Manufacturer narrative:
Product event summary: the actual lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated that both the impedance trend and the pacing capture threshold on the rv (right ventricular) pacing lead was rising. The analyst noted that the rv impedance began steadily increasing from a baseline of around 450 ohms the week of (B)(6) 2015 to >1900 ohms the week of (B)(6) 2016. Additionally, the ventricular capture threshold was variable throughout the record. The average threshold began increasing from a baseline of around 1.1 volts the week of (B)(6) 2015 to out of range the week of (B)(6) 2016.

Event description:
It was reported that the right ventricular (rv) lead exhibited gradually rising impedance to high levels. The capture threshold also increased to high levels and exhibited fluctuating capture threshold measurements. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.